Event description:
According to the initial report, sgpv00 sid (B)(4) was explanted on (B)(6) 2021 due to "cardiac CT (computed tomography) showed rpa (right pulmonary artery) was elongated and dilated leading to left bronchus compression".

Event description:
According to the initial report, sgpv00 sid (B)(6) was explanted on (B)(6) 2021 due to "cardiac CT (computed tomography) showed rpa (right pulmonary artery) was elongated and dilated leading to left bronchus compression".